Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_unknown_lead, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was later reported that prior to deep brain stimulator surgery the patient had walked fine but had serious tremors, following surgery the tremors were gone but the patient had a lot of other effects of parkinson's become apparent like bad gait, speech and ability to swallow. The surgery was wonderful and the patient had therapy to help the other effects, she was in great shape. The patient had parkinson's since early 30's. In (B)(6) 2013 the patient fell and hit her head and thus on (B)(6) prior to the date of this report they had to replace the patient's whole system.

Event description:
It was reported that the patient had had surgery 6 years prior to the date of this report and it had worked wonders. Something had caused the leads to tear and the patient now had had to have it done again, the full deep brain stimulator surgery on (B)(6) 2015. The product was a miracle and the patient otherwise would have been wheelchair bound. The patient¿s shaking had started coming back around november of the year prior to the date of this report and they had interrogated the system thinking maybe it was the leads in her neck however it was found that it was the leads in her brain. On (B)(6) it was noted that the patient had just gotten out of her second surgery and it was a great success.